Event description:
It was reported that the patient ate a meal without announcing it to the ilet, consistent with their healthcare provider¿s guidance, which led to elevated blood glucose that the system subsequently corrected back into range. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included review of device performance and user-reported history. Investigation of this case revealed normal device operation with an expected glucose excursion due to a missed meal announcement, and the device corrected as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error consistent with known use patterns and not a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.